Manufacturer narrative:
Based on the information provided at this time, no conclusions can be made regarding the patients alleged post-op complications with the bard/davol products used. No lot number has been provided therefore, a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralight st (device #2) implanted on (B)(6) 2017. An additional emdr was submitted to represent the bard composix l/p (device #1) implanted on (B)(6) 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent a surgical procedure for the treatment of a hernia. A non-bard/davol ethicon physiomesh was utilized and placed into the patients body. On (B)(6) 2016: the patient underwent a surgical procedure for the treatment of a hernia. A bard/davol composix l/p mesh (device # 1) was utilized and placed into the patients body. On (B)(6) 2017: the patient underwent a surgical procedure for the treatment of a hernia. A bard/davol ventralight st mesh (device # 2) was utilized and placed into the patients body. Following the (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017 operations, the patient suffered multiple complications caused by the non-bard/davol ethicon physiomesh, bard/davol composix l/p mesh and bard/davol ventralight st mesh products, all of which were defectively designed and provided inadequate warnings and misleading information including but not limited to chronic sever foreign body reaction, chronic inflammatory response, non-healing wound, rejection of mesh, infection, erosion, inflammation, recurrence, fistula, tissue necrosis, severe scarring, mesh contraction and deformation and the need for invasive operations, procedure, and medical care to treat the complications. As alleged, the patient has sustained permanent pain, suffering, disability and impairment.